Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. Good faith effort attempts were made to try and retrieve device status and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 2.5 mm x 40 mm x 145 cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. No additional information was reported.